Event description:
It was reported by service report that the brakes will not stay engaged. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Brake cam. Brake cam kit has been ordered to replace it.